Manufacturer narrative:
Philips remote service engineer (rse) performed trouble shooting with biomedical engineer and was able to confirm that after the speaker was replaced, the device continued to have a speaker malfunction. A quote was provided for the customer to order a mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The customer was provided a quote to order a replacement mainboard to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the device, which had already had a speaker replaced, continued to have a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the device, which had already had a speaker replaced, continued to have a speaker malfunction. The device was in use on patient at time of event, there was no adverse event reported. Philips remote service engineer (rse) performed trouble shooting with biomedical engineer and was able to confirm that after the speaker was replaced, the device continued to have a speaker malfunction. The device was returned to the bench for repair. The device passed initial visual inspection; however, during functional testing, it was confirmed that the speaker was not working after turning the device on. Swapping the mainboard resolved the issue. The device passed all performance verification tests. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed. The device was operational after repairs were completed. This report is being submitted with updated information with reference to MFR report number 9610816-2024-00687.